Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), thrombotic thrombocytopenic purpura ('ttp') and uterine leiomyoma ('fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression. Concurrent conditions included polycystic ovarian syndrome. Concomitant products included ethinylestradiol;levonorgestrel from (B)(6)2012 to (B)(6)2012 for birth control, metronidazole (flagyl) from 2015 to 2016 for vaginitis as well as escitalopram oxalate (lexapro) since 2017, ibuprofen since (B)(6)2018, omeprazole (protonix) from 2017 to 2018, paracetamol (acetaminophen) from 2014 to 2018 and trazodone from (B)(6)2018 to (B)(6)2018. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). In (B)(6)2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), thrombotic thrombocytopenic purpura (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), alopecia areata ("alopecia areata"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and pelvic pain ("pelvic pain") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with ethinylestradiol;etonogestrel (nuvaring) and surgery (ablation on (B)(6)2018, salpingectomy (bilateral removal of fallopian tubes) and removal of fibroids). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, thrombotic thrombocytopenic purpura, menorrhagia, nausea, fatigue and weight increased had resolved, the genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, vaginal infection, alopecia areata, dysmenorrhoea and pelvic pain outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia areata, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, thrombotic thrombocytopenic purpura, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Plaintiff received treatment for pain, bleeding, bladder/urinary problems . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporter information added. Event : pelvic pain added. Outcome of the event abdominal pain, autoimmune were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), thrombotic thrombocytopenic purpura ('ttp') and uterine leiomyoma ('fibroids') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression. Concurrent conditions included polycystic ovarian syndrome. Concomitant products included ethinylestradiol; levonorgestrel from (B)(6) 2012 to (B)(6) 2012 for birth control, metronidazole (flagyl) from 2015 to 2016 for vaginitis as well as escitalopram oxalate (lexapro) since 2017, ibuprofen since (B)(6) 2018, omeprazole (protonix) from 2017 to 2018, paracetamol (acetaminophen) from 2014 to 2018 and trazodone from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), thrombotic thrombocytopenic purpura (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), alopecia areata ("alopecia areata"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and anxiety ("anxiety") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with ethinylestradiol; etonogestrel (nuvaring) and surgery (ablation on (B)(6) 2018, salpingectomy (bilateral removal of fallopian tubes) and removal of fibroids). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, nausea, fatigue and weight increased had resolved, the genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia, vaginal infection, alopecia areata and dysmenorrhoea outcome was unknown and the thrombotic thrombocytopenic purpura, depression and anxiety was resolving. The reporter considered abdominal pain, alopecia areata, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, thrombotic thrombocytopenic purpura, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs was received. Case was made incident. The previously reported event injury was replaced new events from pfs: abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginitis, depression, ttp, alopecia areata, nausea, dysmenorrhea (cramping), fatigue, weight gain, abdominal pain, anxiety, fibroids and did not undergo confirmation test were added. Reporter information was updated. Removal date was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.